Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture diagnosed by ultrasound. The device remains implanted.

Event description:
Explanting physician reported rupture and capsular contracture baker grade lll . The device has been explanted and replaced with a non - allergan device . This relates to the left side .

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken striated on anterior side assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: unable to observe rupture in the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Explanting physician reported rupture and capsular contracture baker grade lll . The device has been explanted and replaced with a non - allergan device . This relates to the left side .